Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not replicate the error c-00 and c-84 error. The integrated electrosurgical unit (iesu) was replaced to correct the reported problem. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. The failure analysis investigations confirmed and reproduced multiple c-00 and c-84 errors. The unit was placed on an in-house system and was run in normal mode. The unit would be returned to OEM for repair. The visual inspection showed the iesu was in good condition. A log review was conducted, which resulted in the following findings: the logs show the customer performed a cholecystectomy procedure on 06/02/2022 on system sk4331. A review of the site's system logs for the reported procedure date was conducted by the tse during the troubleshooting call. Investigation revealed the following possible related system errors: error code c-48 - phase measurement value too low in on state. No image or video was provided for review. This complaint is considered a reportable event due to the following conclusion: the customer replaced the iesu generator after the start of the procedure due to the iesu not functioning and showing a non-recoverable fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the or staff called the technical support engineer(tse) to report that the integrated electrosurgical unit (iesu) was faulting during the surgery. The surgeon was unable to activated monopolar or bipolar energy. The tse asked the or staff to power cycle the iesu and disconnect the iesu power cord. The tse asked the or staff to try upper and lower monopolar and bipolar energy ports on iesu. The tse asked the or staff to try new instruments if possible. The surgeon was continuing with the case using vs extend instrument connected via e-100 generator. The procedure was continuing with no reported injury. Intuitive surgical inc. (Isi) followed up with the surgeon to confirm that the procedure was completed smoothly only that it was a bit frustrating that the energy was not working for some time, but continued the case with the e-100 generator. There was a procedure delay for 20 -25 minutes. There was no injury/harm to the patient.